Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/15/2020. The product investigation was completed on 12/21/2020. An analysis was performed on the pictures that were provided by the customer. According to the pictures, error 88 'force ready accuracy might be reduced' was observed on the carto 3 screen. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was visually inspected and reddish material was observed in the pebax. A second closer inspection was performed and a hole and reddish brown material was observed. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, the force sensor test could not be performed, due to the temperature was not displayed. A failure analysis was performed and it was found that there was a loss of electrical resistance from the cut to the dome creating the temperature issue. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that during the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 12/15/2020 reddish material in the pebax and a hole. The hole on the pebax was assessed as a MDR reportable issue. The awareness date for this finding is 12/15/2020.